Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. (B)(4). Work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7 mm vticm5_13.7, diopter -5.5/+1.0/089 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. The patient experienced excessive vault, haloes, and wide pupil. The surgeon commented that the patient's pupil > 8 mm on (B)(6) 2017, and plans to exchange the lens for the patient. As of the date of MDR submission, the lens remains implanted.

Manufacturer narrative:
The lens was returned in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and the lens having foreign material on lens surface (debris). (B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2017 due to excessive vaulting and glare/haloes. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op indicated normal pupil size, best corrected visual acuity (bcva) was 20/20 and uncorrected visual acuity (ucva) to be 20/20. (B)(4).